Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hubs detached. This occurred on 3 occasions before use. The following information was provided by the initial reporter: hubs detached with shields.

Manufacturer narrative:
H.6. Investigation: customer returned photos of 3/10cc syringes. Customer states that the hubs detached with the shields. The photos were examined and no defects were observed. A review of the device history record was completed for batch# 9176504. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hubs detached. This occurred on 3 occasions before use. The following information was provided by the initial reporter: hubs detached with shields.